Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced left-sided chest pain over her implantable cardioverter-defibrillator (ICD) site that has worsened over the last couple of days. The patient presented to the emergency department. Chest x-ray and ICD interrogation were completely normal. The patient insisted she could not tolerate the discomfort. The ICD pocket was revised. The patient was recovering.